Event description:
A high blood glucose level of 261 mg/dl was reported by the customer, with confirmation from both cgm and bg meter readings. The issue was identified as user error during the insulin cartridge loading process, leaving a gap filled with air, which affected insulin delivery. Technical support assisted the customer in filling the tubing to push out air bubbles and educated them on properly completing the fill tubing step to prevent future issues. The customer understood the guidance, and insulin delivery was resumed.